Event description:
Philips received a complaint by the customer on the v60 indicating that the check button was not working on the front assembly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the check button was not working on the front assembly. A field service engineer (fse) went onsite and replaced the front bezel, switch printed circuit board assembly (pcba), and switch cable to resolve the reported issue. The fse replaced the front bezel, switch pcba, and switch cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.